Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump didn't deliver the exact amount of insulin. Customer's blood glucose was 7.0 mmol/l. Customer stated in the morning customer's blood glucose was 4.8 ie, he ate 1 be and delivered the same bolus. At one blood glucose was 9 mmol/l and about two hours later blood glucose was 3.2 ie. Customer stated he will call back and no troubleshooting was performed. The device is not being returned for analysis.